Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted with resetting the pump by technical support. The customer continued to use the pump for insulin therapy.